Event description:
It was reported that prior to an unknown procedure, the insulation pin had protruded before opening the package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.